Manufacturer narrative:
Correction: product grid updated MFR site curitiba. The following information has been updated: d.3. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda. G.1. Manufacturing location: becton dickinson ind. Cirurgicas ltda h3 other text : see h.10.

Event description:
It has been reported that the bd¿ syringe plastipak 20ml s/su has been found with a broken plunger rod before use. The following has been provided by the initial reporter: the syringe plunger is damaged. Information received 7/30/2019: the lot is 9016840. The plunger was bent. The incident was noticed before the use. There was no damage to the patient/health professional.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrence potentially related to the occurrence was observed. The sample sent by the customer was verified and it was possible to observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. H3 other text : see h.10.

Event description:
It has been reported that the bd¿ syringe plastipak 20ml s/su has been found with a broken plunger rod before use. The following has been provided by the initial reporter: the syringe plunger is damaged. Information received 7/30/2019: the lot is 9016840. The plunger was bent. The incident was noticed before the use. There was no damage to the patient/health professional.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe plastipak 20ml s/su has been found with a broken plunger rod before use. The following has been provided by the initial reporter: the syringe plunger is damaged. Information received 7/30/2019: the lot is 9016840. The plunger was bent. The incident was noticed before the use. There was no damage to the patient/health professional.